Event description:
No additional infromation.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative sample and photograph submitted for evaluation. Bd received one sealed 22ga x 1.00in. Insyte autoguard bc from lot number 4116716. Additionally, one photo was provided. The photo displays 3 unit packages. Two of the packages are 20ga units with one catheter displayed and the other is a 22ga x 1.00in. Package. The photo does not display any needle or shield. One 20g winged insyte autoguard IV catheter was shown in the photograph which this same photo was provided in a related report submitted by your facility. A visual inspection was performed on the physical sample and the unit was tested by breaking tip adhesion, slightly advancing the catheter, and pressing the button. A stopwatch was activated while the button was activated. The unit retracted within the required time. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: push button on iagbc is significantly delayed in retracting the needle, risking needle stick to the nurse. Potential needle stick